Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. The reporter also claimed the battery compartment was cracked and contains moisture. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: there were frequent low battery warnings and replace battery alarms observed in the pump's black box history. The pump's electrical current draws were tested and were within specifications. The battery compartment was cracked along the side of the pump. Corrosion was observed in the battery compartment. The battery compartment was cracked.